Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found biopsy channel leak. Unable to check other leaks. Forceps passage had adhesive tear and excessive stain inside, distal end of the plastic cover has deep dents, light guide lens has cracks, bending section rubber glue has cracks, scope connector has cracked plug unit adhesive dry. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign object detected in the biopsy channel observed, with a borescope from the distal end. The issue was found during leak test at reprocessing when the biopsy channel was leaking. And had an adhesive tear. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report # 9610595 - 2023 - 07158. Patient identifier: (B)(6) . Additional information provided by the customer: please see updates to b3 & b5: follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The intended procedure was provided as diagnostic and the issue was observed post procedure. No delay or patient harm was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The intended procedure was provided as diagnostic and the issue was observed post procedure. No delay or patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.